Event description:
Customer reports, three problems with clogging of the tube. All clogging came after placing the tube and then the enteral feeding. The tubes could not be cleared and were changed. The nurse did not flush the tube before the first feeding.